Event description:
Patient had a right total hip arthroplasty in 2008. Around may 2011, the patient presented at the orthopedist office with complaints of "a five day history of right-sided pain and limp on the side of her hip replacement." Patient had xrays which were unchanged and was sent for blood work testing for metal levels. At orthopedic follow up approximately one month later, the patient reported that the pain was much improved and that the patient no longer needed to use the cane or take aleve. Laboratory results from the may visit were: chromium level 37 and cobalt level 104. Md sent for ultrasound of hip and repeat labs to check for metal levels with plan to see patient in 2-3 weeks for scheduling of surgery. At this return visit in july, the patient reported that the pain was minimal. The ultrasound was relatively normal; chromium was 46.6 and colbalt was 105.6. At this visit it was decided to proceed with revision of the asr cup even though the patient's symptoms had improved. Patient also had an echocardiogram to "rule out cobalt related cardiomyopathy secondary to a faulty hip prosthesis that is causing elevated cobalt levels in the blood." The echocardiogram report ruled out cardiomyopathy. ======================manufacturer response for cementless femoral stem without collar, depuy, corail (per site reporter).======================this notification was made by the orthopedist. Unsure of response.======================manufacturer response for taper sleeve adaptor, 12/14 taper +2, depuy asr (per site reporter).======================this notification occurred by the orthopedist. Unsure of response.======================manufacturer response for uni femoral implant size 41, (brand not provided) (per site reporter).======================this notification occurred by the orthopedist. Unsure of the response.======================manufacturer response for acetabular cup size 46, depuy asr, acetabular cup size 46 (per site reporter).======================this occurred at the orthopedist's office. Unsure of the response.